Manufacturer narrative:
The permanent cautery hook instrument was requested to be returned, but it has not yet been received by isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the permanent cautery hook instrument (420183-15 / n11190513-327) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system rsh0258 for approximately 54 minutes. The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had signs of thermal damage. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and or nurse and obtained the following additional information on 18-oct-2021. During the last procedural use of the instrument, it was inspected prior to use, no damage was identified. The instrument was inspected after procedure with char identified on the instrument tip. Reportedly, no intraoperative collisions occurred; however, arcing was observed during the procedure with thermal damage noted on the instrument after the arcing event. The instrument was inspected prior to reprocessing; however, the instrument tip was covered with soil, so the damage was identified after soaking. The incident did not cause any harm to the patient. The patient was discharged from the hospital after 2 days and subsequent follow up confirmed adequate recovery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D02, d11 - intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end, which led to subsequent thermal damage at the distal wrist. Failure analysis found thermal damage to the monopolar yaw pulley, distal clevis, proximal clevis, and distal pulleys. The instrument failed the electrical continuity test. The ear of the distal clevis was cut in-house to inspect the weld location and for additional signs of thermal damage. No weld damage was observed. The root cause of broken conductor wire is attributed to a component failure. Additional observations not reported by the customer and not related to the reported failure was that the conductor wire cap was found dislodged from its normal position and not returned for analysis. The root cause is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have a broken monopolar yaw pulley at the boss feature location. No broken pieces were missing as a result of the breakage. The root cause is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. Additionally, the instrument was found to have a frayed grip cable at the distal idler pulley with frayed cable strands sticking out at the wrist. The root cause is attributed to a component failure.